Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that the brush heads will not stay on the toothbrush handle and fell off in their mouth. No injury reported.

Manufacturer narrative:
Additional products returned and evaluated; no fault found with the additional handle or brush heads part number: date code: description: hx681u 171102-2b protective clean handle (handle #2); hx606x 171126 11t diamond clean brush head (brush head #1); hx606x 171126 11t diamond clean brush head (brush head #2). The root cause of the customer's complaint could not be determined.

Manufacturer narrative:
Additional product returned for evaluation. The root cause of the customer's complaint is a loose coupler.